Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia event. The duration of hospitalization was for three days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.